Manufacturer narrative:
Patient sex / gender - not provided. Patient weight - not provided. The serial number of the device was not provided, approximate age of device and manufacture date are not known. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to chest pain. The patient's system controller log file was downloaded and submitted to the manufacturer for analysis. The manufacturer¿s technical services representative reviewed the submitted log file and observed a no external power event on (B)(6) 2018 that appeared to be related to a loss of power to the mobile power unit (mpu). Additional information was requested, but not yet provided.

Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed a no external power event, a specific cause for this event could not be conclusively determined through this evaluation. The submitted system controller log file captured a transient no external power and associated low voltage hazard alarm on (B)(6) 2018 at 12:24:47 pm while the patient was connected to an mpu. The voltage levels suggest that the power to the mpu was lost. This event could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet, or loss of power to the home. The controller's backup battery powered the pump during this no external power event. No other unusual events were observed in the data, and the pump appeared to have functioned as intended above the low speed limit throughout the duration of the log file. The mpu was not returned for investigation. Multiple requests for additional information regarding the event, including the mpu serial number, were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly.